Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2021-00035. During the procedure, a perforation occurred. While attempting a transseptal puncture, an x-ray revealed a perforation of the pericardium. The case was abandoned due to this event but the patient remained in stable condition. No intervention was needed. There were no performance issues with any abbott devices.